Event description:
Pt has been having drop attacks since vns implant and they did not have this type of seizure pre-vns. The pt's device was programmed to off at office visit. The pt has reportedly not had anymore drop attacks since programming the device to off. Neurologist indicated that there were no plans to explant, but that the device would remain off. The neurologist had not seen the pt since the device was programmed to off, so neurologist assumed that the pt was doing better.